Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 284 mg/dl and "high"; cause was unknown. Customer addressed bg by delivering a bolus. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.